Manufacturer narrative:
Event summary: the patient data files showed at least eleven applications were performed with catheter 2af284 / 35150 on the date of the event with no system notices or issues. A clinical issue was encountered during the cryoablation procedure (phrenic nerve palsy). There is no indication of product malfunction during procedure. Balloon catheter 2af284 / 35150 was not returned for investigation. In conclusion, this is a clinical issue (phrenic nerve palsy) encountered during the procedure. There is no indication of product ma lfunction during the procedure. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. Double stop was then performed and the procedure was switched to and completed with radiofrequency. It is unknown if the pnp recovered. No further patient complications have been reported as a result of this event.